Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance, leading the customer through a successful pump reset, and the continuous glucose monitor error did not appear again, allowing the customer to successfully start their sensor session.